Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a casing/condition/moisture ingress issue. The reporter stated that the display screen was foggy and looked like moisture was under the display. The reporter denied issues with the keypad or previous power issues and denied moisture exposure to the pump. There was no adverse event associated with this complaint. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.